Manufacturer narrative:
H6: code 4117 - device remains implanted. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications; h6: code 22 ¿ according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, aneurysm rupture.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent emergent endovascular treatment of a thoracic aorta aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system. A distal type I endoleak was observed on the post-operative imaging. On (B)(6) 2021, reintervention placing additional stent graft was performed. The patient tolerated the procedure. On (B)(6) 2021, received corrected description from gore (B)(4). Corrected description should read" on (B)(6) 2021, the patient underwent emergent endovascular treatment of a type b aortic dissection rupture using gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2021, re-rupture at another part occurred, and reintervention placing additional stent graft was performed. The patient tolerated the procedure.